Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
The haptic of the lens was bent during insertion into the delivery device during setup. Another lens was used to complete the procedure.